Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 513 mg/dl. The customer experience different blood glucose level of 207mg/dl and 330 mg/dl. The customer was treated with needle for high blood glucose level. The customer stated that reservoir had air bubbles. Troubleshooting was declined by the customer for air bubbles. The insulin pump will not be returned for analysis and reservoir will be returned for analysis.